Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 70% stenosed eccentric and progressive target lesion was located the moderately tortuous and mildly calcified left anterior descending (lad) artery. Pre-dilation was attempted with the 3.0x15mm maverick 2 balloon inflated to 12 atms and the balloon ruptured. The device was removed intact. The procedure was completed with another 2.0x15mm maverick 2 balloon, 6 inflations to 12atm for 8 seconds. No patient complications were reported, and patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - microscopic inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, water emitted from the guidewire exit notch. There was a hole in the inner shaft 1 mm distally from the guidewire exit notch. Functional testing confirmed a hole in the inner shaft prevented balloon inflation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 70% stenosed eccentric and progressive target lesion was located the moderately tortuous and mildly calcified left anterior descending (lad) artery. Pre-dilation was attempted with the 3.0x15mm maverick 2 balloon inflated to 12 atms and the balloon ruptured. The device was removed intact. The procedure was completed with another 2.0x15mm maverick 2 balloon, 6 inflations to 12atm for 8 seconds. No patient complications were reported, and patient status is stable.